Event description:
A nasal aspirator (clear plastic) was used to suction a baby's mouth. The plastic tip broke off and became caught in the child's trachea. The child was taken to a hosp ER, by an emergency medical tech (emt) ambulance, the child was then admitted to the hosp after removal of the tips and suffered trauma, as a result of the tip being caught in trachea. Dr feels a warning label is needed to prevent oral use. Nasal aspirator included in a boxed kit that also includes a thermometer, scissors, oral medicine syringe, spoon and nail clippers for infant care. Dr stated that she believed there should be a warning statement to caution people not to use this particular nasal aspirator to suction from a baby's mouth, because of the potential for the plastic tip to come off as it did in this case.